Manufacturer narrative:
The initial evaluation of the device is in process. (B)(4).

Event description:
A report was received from japan stating that an 840 ventilator experienced a malfunction. The customer reported that the ventilator failed when it was powered on. The malfunction did not occur during patient use.